Manufacturer narrative:
This statement is attached to this report and is submitted pursuant to 21 cfr, part 803. The reports transmits allegations and there is no basis for assuming the validity or invalidity, scientific or otherwise, of the allegations herein. None of the info in this report can be construed as an admission of a device malfunction or of any causal connection between a product and any alleged injury.

Event description:
Pt alleges she received implants in 3/84. She alleges implants were removed in 7/96, because one ruptured.